Manufacturer narrative:
Failure analysis revealed that the all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device was monitored for twenty four hours with multiple basal rates. No frozen screen noted. The unit was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error when attempting to change site and rewind. Customer's mother stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 161 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.